Event description:
It was reported the procedure was to treat a stenosed lesion in the anterior interventricular artery. The 2.0 x 20 mm rx mini trek balloon dilatation catheter was advanced to the target lesion; however, during the first inflation it was noted the balloon was leaking contrast and small air bubbles were noted in the circumflex artery. The patient experienced chest pain, change in ECG, and desaturation. A guide was advanced and contrast was injected in the circumflex to remove the air bubbles. Another balloon catheter was used to complete the procedure. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported balloon rupture was not confirmed; however, a tear and a leak in the outer member was noted during return analysis which is likely what was perceived as the reported balloon rupture as the device leaked and would not hold pressure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the noted tear and leak in the outer member and unexpected medical intervention appear to be related to operational context. The reported patient effects of angina and air embolism are listed in the coronary dilatation catheters (cdc), trek/mini trek rx, instructions for use as known patient effects. A conclusive cause for the reported patient effects of hypoxia, angina, air embolism and nonspecific EKG/ECG changes and the relationship to the device, if any, cannot be determined. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. Return device analysis was unable to confirm a balloon rupture. The returned device analysis noted a leak in the catheter proximal shaft area, proximally from guidewire notch. The leak area was visually inspected, and the outer member was noted to be torn, proximally from guidewire notch. In this case, it is likely that the balloon dilatation catheter (bdc) was inadvertently mishandled during preparation and/or during advancement such that the outer member became damaged (torn), leaked during attempts to inflate the device, and subsequently gave the impression of a balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.